Event description:
The user's hearing performance was affected. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field in situ measurements showed several channels with hi status and elevated impedances across the array probably due to physiological changes inside the cochlea, even though no infection/inflammation was reported by the field. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A reimplantation surgery has been scheduled on (B)(6) 2025.